Event description:
The patient reported that this implantable pacemaker ceased to function. Boston scientific technical services (ts) provided assessment. This device was replaced. No additional adverse patient effects were reported.